Event description:
I got a red lining where patch was placed that started to burn and then the next day it was blistered and then after that it turned into a nasty scab. Skin rash that burned. Therapy date: (B)(6) 2018. Reason for use: pain.